Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer reported the pump usb port was damaged. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.